Event description:
It was reported the pt was experiencing difficulty recharging her ipg. A sjm rep confirmed the issue. The ipg was unable to communicate with any external devices and an error code was displayed on the programmer. The pt is unable to remember when she lost stimulation or the last time she recharged her ipg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.